Event description:
The hospital is experiencing a severe problem with i.v. Pumps manufactured by kendall-mcgaw company. The nursing staff and biomedical technicians have identified several problems with the programmed drip rate in september, 1992. In december, 1992 the mfg stated the malfunction required changing of a computer chip and each repair would cost $250 - $400. More than thirty pumps were returned tothe manufacturer. In addition, we reviewed our storage procedures in centeral service for the pumps not in use and arranged for the i.v. Pumps to be continuously plugged to electricity to enable ongoing battery charging as directed by the mfg. We were not informed if this problem was a manufacturing error or faulty device.during 1993, we have had sporadic problems with the i.v. Pumps and in september, 1993 several pumps were reported "failing." On octobcer 7.1993 we had five i.v. Pumps removed from services for failure to deliver fluids at the drip rate set. The mfg was notified and they admitted to "a tubing problem" and said it would turn arround as they were correcting it. The mfg had trouble segrating the exact lot numbers. We were told, by the mfg rep that we were probably loading the i.v. Pump cassettes backwards. The nursing dept reviewed the cassette loading info and gave immediate education to the nursing staff, regarding cassette placement.the problems with the i.v. Pumps have continued. We fell the company had identified a "tubing problem" and did not alert their customers. The mfg has also been slow to respond to our reports of malfunctioning I>v> pumps. Some of the areas experienccing i.v. Pump failures are critical areas which include the emergency dept, intensive care units and labor and delivery. We have internal reports of ten to fifteen pumps malfunctioning daily. The i.v. Pump requires the mfg's IV tubing and we are assuming all lots are defective. Multiple tubing set up must be tried until the correct flow rate is acheived.at this time weinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: tubing. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor, user education provided, none or unknown. The device was not destroyed/disposed of.